Event description:
The affiliate reported a customer alleged that a nephroscope wolf 8972.31 (5 degrees) that had been sterilized 31 times in the sterrad 100 nx. The customer reported that after the 31st time the coating looked as if it had been "boiled" and could be scraped away. There were no reports of injuries related to the damage.

Manufacturer narrative:
Conclusion code: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.